Event description:
It was reported that the patient's pump reached the end of service (eos) date, and the patient experienced withdrawal symptoms. The pump was at eos on (B)(6) 2011, and since that time, the reporter stated that nothing had been running through the pump since (B)(6) 2011, therefore, patient had not received any intrathecal drug since that time. The patient noted that regarding therapeutic effect while having the pump therapy active, and after running out that "it's really no different". The pump wasn't helping the patient that much with the pain and no healthcare provider (hcp) in the area that would experiment with "cocktail drugs" in the pump due to possible side effects. The hcp wouldn't try anything else besides the morphine and baclofen, and the patient indicated being "addicted" to the morphine and had withdrawal symptoms when the pump went to end of service (eos). By the patient's statements, it was unclear if there was a drug addiction, or if the patient referred to the withdrawal symptoms as an addiction. The physician prescribed oral morphine to ease the withdrawal symptoms. The patient stated due to a knee infection from (B)(6) 2011 to (B)(6) 2012, the hcp would not do any pump replacement procedure. The patient was now needing to have back surgery, although there was no planned date as of yet, and noted that she doesn't want the pump any more. The surgeon was going to remove the empty, non-function eos pump. The patient later reported on (B)(6) 2012 that they had received assistance from hcp or manufacturer representative and there concerns regarding their device or therapy were resolved. There was no further information provided regarding possible pump removal or replacement. The medications that were being delivered via the pump were morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).